Event description:
It was reported that the customer reset everything when he changed the battery on the pump. Customer was changing out the battery and then received an external ram error alarm. Customer was assisted with programming time/date. Customer programmed a normal bolus into the air and bolus amount was recorded in the bolus history. Customer performed a self test and pump passed. Customer also had two unexpected restart alarms. Every time the customer changes the battery, he has to rewind, prime, and program the time and date. Customer stated that the pump was not stored or not in use for an extended period of time. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No error alarms were noted and the insulin pump passed the self test and the reset error test. However, the device was received with some cosmetic damage.